Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and surgery ('surgery') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and surgery (seriousness criterion medically significant) and was found to have weight increased ("gained weight"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, surgery and weight increased outcome was unknown. The reporter considered medical device removal, surgery and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: gained weight and surgery. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter and patient demographics were added. Added event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.